Manufacturer narrative:
Date of event is unknown as it was not provided. (B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During lasik flap creation, gas appeared to escape resulting in incomplete flap creation in patients left eye (os). Flap was unable to be lifted as a significant portion of the flap was not cut or created properly. Treatment was aborted, the eye will be allowed to heal and photorefractive keratectomy (prk) will completed at a future date. Pre-op bcva was 20/20. Post-op bcva (day one) was 20/20. Plan for future: complete prk will be approximately at the 3 months post-op.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.